Manufacturer narrative:
Age & weight: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). Email address: unknown/not provided. This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iols) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed something like a scratch or opacity or foreign material which had adhered on an intraocular lens (iol) during irrigation/aspiration (I/a) after implantation of the lens the right eye of a patient. The surgeon tried to remove it with I/a, only to fail. The surgeon changed the iol to a back-up lens of the same model and the procedure was completed successfully. There were no medical or surgical interventions such as yag performed. There was no patient injury reported. The patient¿s current outcome, health was indicated to be with no problem and there is no future treatment is planned. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: may 6, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received cut into four pieces. Viscoelastic residue was observed on the surface of the lens. Due to a lack of description and clinical information of the potential alleged foreign material analysis of the alleged material could not be performed. Therefore, the lens was evaluated for inclusions and cosmetic issues. The lens was cleaned and inspected with a black and white background. No inclusions or scratches could be identified on the lens. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.